Manufacturer narrative:
Block a: customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board was replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported a ventilator failure resulting in the loss of mechanical ventilation. There was no report of patient injury.